Event description:
Review of a literature article that compared perioperative, functional, and oncological outcomes between robot-assisted partial nephrectomy (rapn) and cryoablation (cryo) was completed. The article described a retrospective review of 97 nephron-sparing surgery (nss) procedures, including 59 robot-assisted partial nephrectomies (rapn) and 38 cryoablation treatments between january 2020 and december 2023. Five patients experienced the following complications. Two patients in the rapn group required conversion to open surgery. Additionally, one rapn patient experienced a ureteral injury that was treated with dj stent placement, one patient that had significant postoperative bleeding requiring emergency laparotomy, resulting in radical nephrectomy and splenectomy. One case of subcutaneous hematoma due to surgical site bleeding was managed conservatively but required a red blood cell transfusion. There were no da vinci device malfunctions reported, nor did the authors allege that any intuitive products caused or contributed to these adverse events. Requests for additional information from the designated author were made; however, no response was received. The study concluded that robot-assisted partial nephrectomy (rapn) remains the preferred option for treating small renal masses (srm), providing excellent oncological results and acceptable morbidity. However, percutaneous cryoablation is a valid alternative, particularly for patients unfit for surgery, as long as meticulous postoperative follow-up is carried out.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Citation: iossa, v., pandolfo, s. D., buonopane, r., di girolamo, a., fiore, f., sessa, g., vitale, r., ferraro, a., amodeo, e. M., porcaro, p., punzi, e., lombardi, g., & imperatore, v. (2024). Robot-assisted partial nephrectomy vs. Percutaneous cryoablation for t1a renal tumors: a single-center retrospective analysis of outcomes and costs. International urology and nephrology. Https://doi.org/10.1007/s11255-024-04238-8.